Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that 5 months after dental implant was installed in intraoral region #6, its non-osseointegration was observed. Forty (40) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.